Event description:
Issues were reportedly encountered during the vf induction procedure performed after ICD implantation. The induction test did not start after the vf induction button had been pressed (several attempts were performed). Vf was eventually successfully induced.

Event description:
Issues were reportedly encountered during the vf induction procedure performed after ICD implantation. The induction test did not start after the vf induction button had been pressed (several attempts were performed). Vf was eventually successfully induced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).